Event description:
This event was reported as vegetation and endocarditis, the source possibly due to sinusitis in which the pt had been treated 2 months previously with antibiotics. Also, on admit pt had fever, chills and malaise. No further info was provided.